Event description:
It was reported by the customer that a pyxis es refrigerator fridge failure. Customer stated that 15cu refrigerator cubie row 3 continual failure. The customer added that there was delay to access the medication for patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined cubie row 3 continual failure. A field service engineer cancelled the work order. The resolution was provided by duplicate appointment. The system functioned as intended after field service engineer troubleshooted the device.